Event description:
A pt with long segment barrett's esophagus containing low grade dysplasia was brought back on (B)(6) 2013, to undergo an rfa (radiofrequency ablation) procedure after an initial rfa attempt on (B)(6) 2013. After unconstrained readings were documented after sizing the esophagus using two different sizing balloon catheters, the physician elected to proceed with ablation, which was considered successful per the physician. The pt was stable post procedure and was discharged to home. The following evening after rfa, the pt presented to the hospital with chest pain. The pt was admitted to the hospital and kept overnight. Workups including a CT scan and x-ray of the chest showed no evidence of esophageal perforation but instead rib pain, thought to be musculoskeletal in nature and of unknown etiology. The pt was prescribed pain medications and discharged to home the following day.

Manufacturer narrative:
The halo360+ sizing balloon catheter, model# 3441c, lot# f1013771 was returned and evaluated as follows: a visual inspection of the device noted no remarkable findings. A system test was performed and the device worked as intended. (B)(4).